Event description:
It was reported that event log files were submitted for review. The patient had a concern for chest pain, lightheadedness and intermittent low flow alarms with low speeds due to pump stops. The patient experienced pump stop events on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 while on wall power. There were no further alarms when the ungrounded cable was used. The cause of the pump stops was undetermined but was presumed to be due to a driveline issue. The lactate dehydrogenase (ldh) level was always at baseline. The plasma-free hemoglobin (pfh) was elevated initially on admission but returned to baseline and there was no evidence of hemolysis. The patient underwent a pump exchange on (B)(6) 2024.

Manufacturer narrative:
Incidental findings: damaged mainboard manufacturer's investigation conclusion: system controller (serial # (B)(6) was returned for an evaluation as part of a pump exchange due to the patient reportedly experiencing low flow and pump stop alarms. No specific issue was reported with the returned system controller. The returned device passed functional testing, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. A review of the log file retrieved from the returned device captured 22 events. The events on (B)(6) 2018 at 10:25:00 was captured during manufacturing. The events on (B)(6) 2001 at 01:00 indicated the power cables were connected to the power module and the driveline was not connected. Clock not set alarm was active on the events dated (B)(6) 2001. The event captured on (B)(6) 2019 at 16:24:00 indicated both power cables were disconnected with no external power alarm. The events thereafter were captured on (B)(6) 2001 at 01:00 indicating a loss of the date/time. The power cables were connected to 14v batteries/clips then exchange to the power module. The driveline was not connected during the events. The log file did not capture data on the reported event date of (B)(6) 2023. The data suggests the returned device is potentially the backup system controller. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU, heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes red heart alarms. Red heart alarm patients must call their hospital contact immediately for diagnosis and instructions. Clinicians should: 1. Contact thoratec to determine best next steps. 2. Use the system monitor to silence the alarm while awaiting resolution, if needed. Note: the alarm must be active in order to access the alarm silence for this situation. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.